Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator has a battery failure. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the device had been stored in the equipment room, and when the device was started, the battery would not charge to 100%. The device was also showing an alarm for a battery failure. The customer reported that the device had been on ac (alternating current) power for two weeks, and still did not go pass 10 volts when it should be at 14 volts.

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. The customer customer declined service and repair, and no further actions were performed by philips. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.